Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report. (B)(4).

Event description:
It was reported that the patient was undergoing lead implant procedure. It was noted that the lead capture threshold was too high. Lead was repositioned and threshold values remained the same. Physician suspected the issue was due to a the lead helix popping out suddenly during lead manipulation and becoming clogged with tissue. Lead was explanted and replaced with a new lead. Patient condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.